Event description:
It was reported clinician was doing the PICC insertion and she found introducer was rough in the packet she was using which created the friction at the time of PICC insertion. She completed the procedure with the same introducer but she reported the incidence because it was unusual rough. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.